Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call possible over delivery of insulin, reservoir leak and fluid leak out of the reservoir and insulin pump. Troubleshooting was performed. Customer alleged the insulin pump over delivered insulin since their blood glucose levels went lower than usual. Customer's blood glucose level was 60 mg/dl and they treated via food. Customer advised they saw insulin leak out of the reservoir. No harm requiring medical intervention was reported. The insulin pump, reservoir and infusion set will be returned for analysis.